Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath (clear) was selected. During procedure, as the physician was advancing the farawave catheter into the faradrive sheath to start ablating in the left atrium, he noticed it was "frothy" in the aspiration syringe. The faradrive was replaced and it normally aspirated when advancing the farawave catheter into the left atrium without it being "frothy". No air bubbles were noted in the faradrive, nor any that were noted to be in the patient. When working in the right atrium prior to going transeptal for treating in the left atrium, the farawave was introduced into the faradrive without issue. Procedure was completed successfully. There were no patient complications.